Manufacturer narrative:
Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. The balloon was observed to be blue in color. White spots were observed on the outside surface of the device. A fill tube test was performed and no blockage or resistance to flow was observed. A valve test was performed and not blockage or restistance to flow was observed. An air leak test was performed and leakage was observed from four different locations, one near the radius and three on the shell near the valve. Under microscopic analysis all four openings were noted to be striated, which is consistent with the surgical removal of the device.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis, to provide placement date, and relevant patient history. To date, apollo has not received the device, nor received any additional information. Device labeling addresses the possible outcome of deflation as follows: warnings and precautions: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) is significantly higher when balloons are left in place longer than 6 months or used at larger volumes (greater than 700 cc). Deflated devices should be removed promptly. The physiological response of the patient to the presence of orbera may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon had "deflated two months post placement." The balloon was removed.